Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a misaligned component in the force sensor circuit board. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed (B)(4) 2012 with the following findings: black box review shows numerous 'no cartridge detected" and 'loss of prime' with a zero-force warnings; the pump ran for 1 day before the occurrence of the failure . During the 'load' step, the pump failed to recognize the cartridge giving 'no cartridge detected' warning. Unable to take force sensor calibration reading due the 'load' step malfunction . Pump was opened and the pcb inspected, is an analog multiplexer component used in the force sensor circuit was found misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.